Event description:
As reported by the user on (B)(6) 2011, a (B)(6) patient had a chronic hemodialysis catheter place in (B)(6) 2011. On (B)(6) 2011, the catheter was removed due to the patient's arteriovenous fistula matured for use during dialysis. During the explanation of the hemodialysis catheter, when the catheter was fully removed from the patient the physician noted that the ingrowth cuff had become partially detached from the catheter shaft. There was no further medical intervention required as although the cuff was partially detached from the shaft, it was completely removed from the patient with the catheter. There was no harm or injury to the patient due to this product problem.

Manufacturer narrative:
Returned for evaluation was one used chronic hemodialysis catheter. A visual review of the returned device noted that the cuff was partially detached from the catheter shaft. The complaint is confirmed. Glue and cuff residue were present on the catheter shaft. No other visual defects were noted. The distance from the bifurcate to the cuff was measured to be 5.0cm. The most likely root cause for the reported complaint is due to inadequate training of an operator performing the cuff bonding step. Based on data from surrounding lots, the operator may have delayed placing the cuff on the catheter after the adhesive was dispensed, resulting in the solvent flashing to atmosphere and the remaining adhesive beginning to solidify prior to wrapping the cuff around the catheter and completing the cuff bonding process. (B)(4) has been raised to address the root cause for this defect and initiate corrective action to prevent this type of defect from reoccurring. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).